Manufacturer narrative:
The explanted products were not returned to boston scientific. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator, right ventricular defbirillation lead, atrial lead, and left ventricular lead developed an infective endocardtis that started at the beginning of (B)(6) 2011. The infection was initially caused by a poorly treated cold. The infection then spread through the implanted leads and device pocket. Open heart surgery was required to explant the leads and implant an epicardial lead to the left ventricle. The device was also explanted at that time. The device pocket was badly infected. Ten days post surgery, the infection was under control. A new device was then implanted on the opposite side. No additional adverse patient effects were reported.